Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued using the cartridge for insulin therapy and declined to further troubleshoot with tandem technical support. Customer¿s blood glucose level was 349 mg/dl.